Manufacturer narrative:
Device evaluation: the integrated electrosurgical unit (iesu) generator associated with this complaint was returned for failure analysis. A review of the logs could not confirm the fault occurred in the field. A visual inspection of the generator revealed no significant scratches or dents. The front bezel is in decent condition. The unit was installed onto a test system and functioned as expected.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The energy shield monitor (esm) was returned for failure analysis and the reported event was neither confirmed nor replicated. During visual inspection, no issues were seen that would be related to the reported event. The unit was installed onto a golden system where the component had functioned as expected. All connections/ports and cautery were tested and no issues were found.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nipple sparing mastectomy surgical procedure, the patient suffered a burn. At this time, it is unknown what caused the thermal damage to occur or the extent of the injury. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
A field service engineer (fse) investigation was performed, and the reported event was not replicated. The fse could not reproduce any errors or malfunctions described by the customer. No issues were found. After review, product support recommended that the fse replace the generator. The generator was replaced, and the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the generator, but the failure analysis investigation has not been completed.